Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 64813110, lot# sl8ry, mrh tibial b/plt keel sml 1. Cat# 64812120, lot# ctd550, mrh axle. Cat# 64812140, lot# lbu343, mrhk tibial sleeve. Cat# 64812110, lot# lbu339 mrhk femoral bushing. Cat# 64812110, lot# lbt378, mrhk femoral bushing. Cat# 64812130, lot# lbt708, mrhk bumper insert - neutral. Cat# 64812100, lot#009526, mrh tib rot comp xs-xl. Cat# 64786605, lot# trn568, ti dur reg fluted stem 11x80mm. Cat# 64786600, lot# trn137b1 ti dur reg fluted stem 10x80mm. Cat# 64813210, lot# lbh757, mrhk tib ins 10mm xs/s s1/s2. Cat# 61979010, lot# mbr006 simplex p - us tobra fd 10-pk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "knee is infected."